Event description:
It was reported that the customer was attempting to deliver a bolus but it keeps going up and will not stop. Customer's blood glucose level at the time 97mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces on up arrow button. No unexpected numbers ramping noted. Insulin pump had minor scratches on display window, scratched case, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.